Event description:
It was reported to manufacturer that the site was experiencing intermittent communication problems, when attempting to interrogate vns pt's devices. Troubleshooting was performed at the site and the communication error was not replicated. The programming wand was returned to manufacturer for analysis. The analysis findings revealed that the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted, and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.